Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Related manufacturer reference number: 2017865-2022-09416, related manufacturer reference number: 2017865-2022-09417, related manufacturer reference number: 2017865-2022-09419, related manufacturer reference number: 2017865-2022-09420, related manufacturer reference number: 2017865-2022-09421. It was reported that the patient presented in clinic for follow up. Device interrogation revealed device pocket was infected. The physician elected to explant the implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, left ventricular (lv) lead, atrial lead, capped atrial lead, and capped rv lead and replace the ICD, lv lead, rv lead, and atrial lead. The patient condition was stable.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre 2 sensors, and a trend was investigated where a probable root cause was related to an insertion issue. However without a valid sensor number or product return, the root cause of the particular issue associated with this complaint is unknown and cannot be further determined. Clinical data was reviewed and confirmed that freestyle libre 2 sensors continue to be safe, effective, and perform as intended in the field. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number.

Event description:
A caregiver reported a perceived delivery issue with a replacement adc device. The replacement device was issued as customer had reported a "scan again in 10 minutes" message for more than 2 hours. The caregiver called adc after replacement delivery to report that the incorrect replacement device (sensor instead of reader) was issued, and due to this the customer was unable to monitor glucose and experienced vomiting and loss of consciousness. The customer required treatment of insulin (dose/type unknown) by a healthcare professional. Please note that the perceived delivery issue was due to a misunderstanding between the caregiver and customer service, and the sensor was the correct replacement device for the reported sensor error message issue. There was no report of death or permanent injury associated with this event.